Event description:
A voluntary medwatch report was filed on 17 jun 2016 by a health professional at a user facility for a mayfield device ((B)(4)) . It was received by integra on 14 aug 2016 via postal mail. On (B)(6) 2016, the surgeon applied a mayfield head clamp on (B)(6) male patient's head. Anesthesia had already been induced. The clamp remained loose even after tightening the screw. The mayfield had to be removed and replaced. The surgeon attempted to reapply tongs on the previous puncture sites. The item was then inspected and the headrest would not fully lock in certain positions. The mayfield head clamp is an accessory to the mayfield positioning equipment and it was not holding the patient's head in position. No report of patient injury and no other information was provided on the medwatch; additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: the unit was received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required. Device history record reviewed for this product ID lot code 121 manufactured on 31-mar-2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework, see below. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "would not fully lock " for this product ID shows that 2 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. The end users reason for return was verified but the root cause could not be determined at this time however general maintenance is required as this device was manufactured in 2012 with no prior service history. This device was serviced back to full working order. Additional information was received on 20 sep 2016. The product ID and serial number of the device were provided as (B)(4) and (B)(4), respectively. The patient has a diagnosis of severe spinal stenosis with spinal cord injury, most prominent at c4 to c6. He underwent c4 to c6 decompressive laminectomy and c4 to c6 arthrodesis with posterolateral instrumentation. The customer clarified that there was no adverse event. The patient did not incur any harm or injury as a result of the event and was discharged to an outpatient rehabilitation facility. The skull pins that were used were a1072 mayfield adult disposable skull pins.